Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was in hospital with insulin drip due to high blood glucose. Customer¿s high blood glucose value was over 800 mg/dl at the time of incident. Customer stated that they feel okay to do troubleshooting. Customer stated that the insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer also stated that the customer will visit to her endocrinologist tomorrow morning. Customer was advised to call back for troubleshooting. It was unknown whether the customer was using the auto-mode feature. The device will not return for the analysis.